Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 05june2019. The field service engineer (fse) reported that the unit did not pass air flow accuracy test when the defective gas delivery system (gds) was installed. The field service engineer replaced the gas delivery system (gds) and the unit was found to be working with no problems.

Event description:
This reported issue was discovered during servicing. The field service engineer (fse) reported a defective on arrival (defoa) gas delivery system (gds). The reported issue was discovered during servicing. There was no patient or user harm reported.